Manufacturer narrative:
Some information is unknown due to being as survey. Actual event date is unknown. As reported: "as reported in angioguard rx survey the respondent 22 indicated procedural stroke, procedural tia and 30d tia stating: ¿plaque embolization¿. The device was not returned for analysis. A product history record (phr) review could not be conducted as the lot numbers was not provided. Without the return of the device for analysis and based on the information provided, the reported ¿embolism¿ and ¿transient ischaemic attack¿ were not confirmed. Additionally, neither procedural images nor films were provided. The angioguard rx emboli capture guidewire system is intended for coronary, carotid, and peripheral uses to facilitate the placement of diagnostic and interventional devices, and capture emboli, thereby reducing the risk of embolization, during procedures. The instructions for use states ¿once the angioguard rx emboli capture guidewire is deployed in the vessel, it may capture emboli during the entire time of the interventional procedure. Therefore, it is recommended to check the status of the angioguard rx emboli capture guidewire at regular intervals during the intervention. Using fluoroscopy, perform a distal dye injection through the guiding catheter or interventional sheath introducer and observe the flow of dye distal to the filter basket or distal marker on the guidewire. If the distal perfusion of dye is significantly reduced or no dye is perfusing past the filter basket or guidewire distal marker band, the angioguard rx emboli capture guidewire may have reached its capacity to contain emboli. If there is a severe reduction in distal dye perfusion, it is recommended to exchange the angioguard rx emboli capture guidewire for a new one.¿ the instructions for use list contraindications and are stated as such. Patient factors (although unknown) and vessel characteristics (although unknown) may have contributed to the reported events. These conditions include but are not limited to heart disease, atherosclerosis, high blood pressure, high cholesterol, smoking and obesity. Without a lot number to conduct a phr review, it is not possible to determine if the reported event could be related to the manufacturing process. Therefore, no corrective and preventive actions will be taken at this time.

Event description:
As reported: "as reported in angioguard rx survey the respondent 22 indicated procedural stroke, procedural tia and 30d tia stating: ¿plaque embolization¿. The device will not be returned for evaluation.